Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203, f2201. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Healthcare professional reported right side "developed a contracture on that side and was not responsive to massage or ultrasound treatments" baker grade unknown, red dots of inflammatory cells all over native capsule (biopsy showed giant cell reaction with eosinophils) and a small amount of clear fluid and a pocket of sterile purulent material in the area of the displaced and crumpled strattice", and "cleaned out all debris and injected the capsule with kenalog... And put the implant back in." Hcp stated patient later complained of "rapid recurrence of the capsular contracture on the right and possible fluid build up again" patient was put on steroids post operatively. Patient was tapered from 30 mg prednisone to 20 mg. Device remains implanted.